Manufacturer narrative:
Correction: b3, h10 - after further investigation, the controller was deemed reportable. Product event summary: the controller and the battery were returned for evaluation. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. The battery was able to hold charge and adequately provide power. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed that on 26/mar/2017, power port 1 was connected to (B)(4) with 95% rsoc and a controller ac adapter was connected to power port 2 between 0:24:24 and 06:55:12. At no other time on the reported event date was a controller ac adapter connected to the controller. Log files did not register alarms, disconnections or anomalies between 0:24:24 and 06:55:12. Log files covering the updated event date (03/mar/2017) were not available for analysis. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was suspected power switching involving the controller. The controller and the battery were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the battery that was connected to the controller displayed and sounded a low battery alarm when the capacity was at full charge. The controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis reveled that on (B)(6) 2017 (reported event date), power port 1 was connected to bat205062 with 95% rsoc and a controller ac adapter was connected to power port 2 between 0:24:24 and 06:55:12. At no other time on the reported event date was a controller ac adapter connected to the controller. Log files did not register alarms, disconnections or anomalies between 0:24:24 and :06:55:12. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. The battery was able to hold charge and adequately provide power. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. No failure detected, the reported event could not be confirmed or duplicated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other device involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 02/29/2016. Not returned to manufacturer. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received claiming that on (B)(6) 2017, shortly after midnight patient had a full charged battery as his controller was connected to alternating current (ac) adapter. Suddenly low priority alarm went off showing "battery low, exchange battery" and only one light-emitting diode (led) working. This event occurred while controller was connected to ac adapter indicating this was the active power source. It was stated that there was no effect on the patient. No further information was provided.